Event description:
Patient had a drain placed (CT guided placement for liver abcess drainage). Two days later, the registered nurse was removing the drain and it was not removed intact. A 6 cm portion was broken off, then another 1 cm piece was removed but a 1 cm remained in the patient. An attempt to perform drain removal with the CT was only partially successful. A one centimeter length of fragment remained. Approximately a week later, the patient went to surgery where an attempt to remove the drain fragment was unsuccessful. The patient was transferred to another acute care facility for surgery to remove the fragment which was successful.